Event description:
The surgeon reported that on 10/04/1998, he performed a procedure to correct a chiari malformation on a patient using dura-guard as the dural closure patch material. On 10/31/1998, the patient presented with an aseptic meningitis condition and was treated with steroids. The patient experienced severe headaches after onset. The surgeon commented that the aseptic meningitis condition is related to the foreign body implant. He also said that the literature reports that this condition occurs in .01% of these cases. The patient is still undergoing steroid therapy.